Manufacturer narrative:
Final analysis found burn marks to the printed circuit board which resulted to the field complaint of power up anomaly.

Event description:
It was reported that the merlin at home transmitter lost power after a lightning strike. The transmitter was replaced.